Event description:
The pt reportedly experienced sound quality issues, overly loud stimulation and uncomfortable sensation. External equipment was exchanged and programming adjustable were made. However the problem was not resolved. Testing performed indicated that the device was functioning. Surgery to explant the device has been scheduled.